Manufacturer narrative:
(B)(6). As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that artificial urinary sphincter (aus) device was never worked or kept patient dry since it was implanted 2018. All components were explanted and replaced without further complications to patient. Upon removal, a hole was found in the balloon.